Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.